Event description:
Customer reported the circuit breaker intermittently trips. No pt injury was reported. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord and restrapped the power transformer. System operates as intended.